Manufacturer narrative:
The device has been requested from customer for futher investigation with natus medical factory repair. When additional information becomes available, a supplemental report will be submitted.

Event description:
Natus medical received a complaint on (B)(6) that their cool cap recieved a e90 filing error a problem with the valve. It was reported that there was a delay in treatment (no other specifics were noted within the service request); however, no death or serious injury that required medical treatment, and no environmental or safety concerns.